Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited far-field r-wave oversensing during atrial tachycardia/atrial fibrillation detection episodes. Programming changes were discussed, no changes or interventions were reported. There were no patient consequences.